Event description:
It was reported that the patient¿s right ventricular lead exhibited episodes of noise and out of range threshold which resulted in failure to capture. It was also noted that the patient¿s right atrial lead exhibited variation in sensing and noise over-sensing which resulted in inappropriate mode switch. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.